Event description:
It was reported when the angio-seal was being deployed via the right femoral arteriotomy, the collagen came out of patient, while the suture was being cut. Manual compression was applied for ten minutes, to control the bleeding. The patient was kept overnight for observation and was discharged the following day without any problems.

Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation.